Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. It was recommended to replace the central processing unit control board. No report of patient involvement. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. It was recommended to replace the central processing unit control board.

Event description:
The hospital reported the unit had a watchdog error. Watchdog errors result in a loss of ventilation. There was no report of patient involvement.